Event description:
The tiger tube device was placed in a liver transplant pt who had suffered a rocky post-operative course and had a series of tiger tubes placed and removed over the preceding months. Several endoscopic procedures had been performed in an attempt to identify and treat the source of gi bleeds. Durng endoscopy, bleeding was noted in the anterior aspect of the gastroesophageal junction.